Manufacturer narrative:
As the device involved in the complaint has not been returned, a review of the complaint report and device history record has been done. This review did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient experienced difficulty keeping the ipg charged. It was also noted that the ipg was protruding from the lower flank and the patient felt discomfort and pain at the pocket site. Patient underwent a revision procedure to replace the ipg and allow for deeper pocket placement. Patient is doing well post operatively and is experiencing no pain at the ipg pocket site. Device is not available for return as it is against the explanting hospitals policy.